Event description:
It was reported that this pacemaker was attempted to be implanted, however, the right ventricular (rv) channel was unable to capture or pace unipolar when the lead was connected to the pacemaker. It was noted that the bipolar threshold was higher on this pacemaker compared to the previously implanted device, so the physician decided to test the unipolar. The lead was disconnected from the device and was connected to the pacing system analyzer (psa). The threshold testing was successful for both unipolar and bipolar. Technical services (ts) provided potential causes, and the boston scientific representative noted that those causes were not applicable in this case. A new pacemaker was implanted in its place. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, the right ventricular (rv) channel was unable to capture or pace unipolar when the lead was connected to the pacemaker. It was noted that the bipolar threshold was higher on this pacemaker compared to the previously implanted device, so the physician decided to test the unipolar. The lead was disconnected from the device and was connected to the pacing system analyzer (psa). The threshold testing was successful for both unipolar and bipolar. Technical services (ts) provided potential causes, and the boston scientific representative noted that those causes were not applicable in this case. A new pacemaker was implanted in its place. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery liner was too short. Consequently, the battery was not touching the case. This resulted in the reported clinical observations.